Event description:
It was reported that before the plate was implanted initially, it was bent by the surgeon. On (B)(6) 2014, the patient was implanted with a new narrow locking compression plate.

Manufacturer narrative:
Additional narrative: it is unknown when the plate broke. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the lcp was implanted on (B)(6) 2014 for a fixation/stabilisation of the tibia. According to the device report the patient felt pain and the breakage of the lcp was found on (B)(6) 2014. The revision surgery to remove the broken implant was performed on (B)(6) 2014. There was no report with respect to the aftercare of the patient. Based on the topography of the fracture surface, we can conclude that the implant was subjected to low and moderate dynamic bending loads (one sided). The notch effect of the mechanical damages promote the crack initiation. All marks are a potential crack initiation point. Constant alternating load cycles (during walking) led then to the fatigue of the material and finally to the overload respectively to the fatigue fracture of the lcp. The plate could not resist the applied force which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded (see attached rms report for details). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient was implanted with narrow locking compression plate (lcp) on (B)(6) 2014 at the tibia location. The patient presented with pain in the tibia, x-ray confirmed the plate was broken. Revision surgery took place on (B)(6) 2014 to replace the plate. No other information was reported. This is report 1 of 1 for (B)(4).